Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported that the 9800 sys had no image on the monitor. No pt injury was reported.